Event description:
It was reported that the console had low power. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the fse replaced checked the optical bench and performed functional test and power energies measurement. All values were in specifications. No low power was identified. The debris shield installed in the device upon arrival was suspected to be damaged. The debris shield was replaced, and energies measurement was performed again, and all values were in specifications, and the system is ready for use. It is most likely that the damaged component could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: if the external power meter reading falls above or below +-20% of the requested energy on your laser system, discontinue this procedure and contact lumenis customer service. A risk review was completed and confirmed that the event of "low power" was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console had low power. There was no patient involvement.